Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for monitoring, but according to the rptr, the device first displayed a dashed line instead of the pt's electrocardiogram. The rptr stated that no alarms were heard. The device subsequently operated properly. No adverse effects to the pt were reported as a result of the alleged malfunction.